Event description:
It was reported that during catheter manipulation after insertion into the pt, the tubing of the irrigation port broke at the junction with the handle. The catheter was replaced to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor. In order to better prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.